Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that when inserting the io needle into the right proximal tibia, the io needle moved slightly at first then stopped as if it ran out of power.

Manufacturer narrative:
(B)(4) corrected data: manufacturer name and address corrected. The sample was returned for evaluation. Upon receipt, the driver was visually inspected. Minor physical damage was seen near the distal tip housing. The driver's led displayed solid green when the trigger was pressed. No trigger guard was present. Functional testing was performed and the driver powered off after approximately 2 seconds. The firmware on the pic board was reviewed for cycle and charge count data. The approximate number of trigger pulls (cycle count) on the driver was 0. The charge count was 1,919,051, which is below the theoretical threshold to turn the led red. The ez-io driver's red led alert indicator is programmed to blink red when the trigger is activated and is near its end of life. This particular driver contains an older printed circuit board which does not have back electromotive force protection. Because of this, it is possible that the cycle and charge count diagnostic data is inaccurate. Based on the investigation, the complaint was confirmed. The cause of the driver having no power was that the batteries were depleted. (Con't) other remarks: based on the available information, it could not be determined why the led remained green. The user is instructed that "in the unlikely event of a driver failure, remove the ez-io power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set" and "as with any emergency medical device, carrying a backup is a strongly advised protocol." Teleflex will continue to monitor and trend for reports of this nature. A conclusion code could not be found as the complaint is confirmed; however, a root cause could not be determined.

Event description:
The customer alleges that when inserting the io needle into the right proximal tibia, the io needle moved slightly at first then stopped as if it ran out of power.